Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device have not been responding. Pt stated the up arrow button won't respond at all and the down button will sometimes work and other times not. Pt reported the issue has occurred for the past 2 days. Pt stated the buttons pop back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.